Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is may, 2021. Event day was not provided. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during endoscopic segmental lung surgery ,after fired, removed the reload and noted the staples malformed. Changed to another reload. They all had the same issue. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.